Event description:
This case is reported from the foreign government agency to our intn'l affiliate in reference to an event that occurred. Reportedly in 2008 (exact date unknown), a pt met an undefined event 15 minutes after the patient was connected to the dialyzer. Reportedly, the patient experienced difficulty breathing and anxiety 15 minutes after being connected to the dialyzer. According to the reporter, the patient experienced a de-saturation at 83%, with a respiratory spasm. The dialysis session was stopped and the patient was disconnected. The patient received a treatment with hydrocortisone and dioxygene through a mask. The event conditions are undefined at this time. Further information is expected from the physician. According to a healthcare professional, the patient is stable at this time.